Event description:
The patient presented experiencing dizziness. An electro- cardiogram showed no output. The patient was pacing at an intrinsic rate of 40 beats per minute. A few minutes after pulse generator interrogation, backup operation at 67.5 pulses per minute was observed. After a software download, normal function ensued. The reason the device failed to pace for several hours could not be determined. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.